Manufacturer narrative:
Technician stated bed was in lowest position when he looked at it. He changed the pc board with spare from account to resolve. No impact reported.

Event description:
Account alleged bed went up on its own and the motor was still running. Account could not get bed to go down.